Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported product could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of the balance middleweight universal ii guide wire in a non-abbott guiding catheter, it was felt that the guide wire became stuck with the guiding catheter during retraction. The guide wire and the guiding catheter were removed together as one unit. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.